Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Updated lot number to 5044352.

Event description:
It was reported that the infusion tubing had broken away from the connector of the infusion sets. The patient experienced an elevated blood glucose level of 506 mg/dl. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Updated lot number to 5044352 previous change to lot number 5044352 was in error, returning to lot number 651454.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.